Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. There was no impact to the customer's blood glucose (bg) level. The customer did not respond to multiple contact attempts from tandem technical support, therefore no additional information could be obtained.